Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Report source: foreign country: (B)(6). The manufacture date was not available at the time of reporting. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that during a site visit, the site told the manufacturer representative that they are having problems with mounting the universal serial bus (usb) stick. So the patient data could not load from usb to the system. No patient was present at the time of the event.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.